Event description:
It was reported that during a da vinci surgical procedure, the silver tip end of the harmonic ace curved shears insert fell inside the patient and was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. On (B)(6) 2014, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint. On (B)(6) 2014, a response was received indicating that the fragment was removed laparoscopically. She also indicated that she asked the sales representative to follow-up with the physician directly for the remainder of the information requested. No additional information was provided.

Manufacturer narrative:
The harmonic ace curved shears insert was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that a piece measuring approximately .354 of the blade was broken off and the broken fragment was not returned with the instrument. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found.